Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old male was implanted with an impella cp. The complainant reported that the patient on impella cp had positioning issues. When patient was boosted in bed, positioned in aorta. Md repositioned once at the bedside but the impella ¿came out again.¿ the decision was made to pull the impella into descending aorta and put on p-2 with plans to potentially explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.